Event description:
Customer reported that touchscreen of their device cracked, resulting in the screen being unresponsive and displaying a black appearance. There was no information available on the blood glucose value, so no adverse impact on the customer¿s blood glucose level was documented. The distributor planned to return the broken device, and a replacement pump was arranged for the customer.